Manufacturer narrative:
A ge service representative performed an on site investigation. The video and high voltage cables were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had dark images during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.